Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported that during a lap sleeve gastrectomy procedure, the stapler jammed and the jaws would not open. Another device was used to complete the procedure. Unknown if there were adverse consequences for the patient.